Event description:
While the client was taken out of the bed with a ceiling lift, the lift strap made a drop of about 5-10 cm and stopped. The client was quickly placed above the wheelchair. Then, the operator used the handset to activate the device and the lift strap made another drop of an undetermined height, which made the client go onto the wheelchair. The resident sustained of pain in neck which did not required any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc (1419652) on behalf of the manufacturer arjohuntleigh (B)(4) (9681684). (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.